Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown uni compartmental knee replacement. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No medical records or x-rays were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. It was reported that the patient had to be revised due to progression of osteoarthritis. The event does not seem to be device related. No further investigation for this event is possible at this time as no devices and/or information were received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The customer consultant reports via the sales rep that he has undertaken a revision of unilateral knee replacement procedure on (B)(6) 2013. The sales rep reports that the revision was required as osteoarthritis had progress for the patient and a total knee replacement was required in place of the uni-compartmental implant.

Event description:
The customer consultant reports via the sales rep that he has undertaken a revision of unilateral knee replacement procedure on (B)(6) 2013. The sales rep reports that the revision was required as osteoarthritis had progress for the patient and a total knee replacement was required in place of the uni-compartmental implant.